Manufacturer narrative:
The investigation for the low pump flow has been completed. After 42 days on 5.5 support, pt experienced intermittent suction alarms. The physician confirmed correct positioning and suction alarms self resolved. Data log review showed suction events continued throughout the case and flows were intermittently lower than expected at p-7, dipping below the expected 3.9-4.5l/min. Pump experiences a brief ps rail to 3000 mmhg with no impact to 5s parameters after 15 seconds of lowered snr and contrast before recovering. One instance of purge system blocked occurs but resolves in under 1 minute. The pump was returned and inspected where biomaterial was found wrapped around the impellor blade and in the outlet cage. The cause of the low pump flow was most likely biomaterial due to the biomaterial found on the returned pump wrapped around the impellor blade and in the outlet cage.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient presented for decompensated ischemic cardiomyopathy, femoral intra-aortic balloon pump (iabp) initially placed then patient put on impella 5.5 support to continue with heart failure workup. The impella 5.5 placed under fluoroscopy per instructions for use recommendations. Iabp decreased frequency and confirmed position. Iabp explanted with manual pressure held, patient extubated and transferred to intensive care unit in stable condition. During support the nurse reports patient had been having intermittent suction alarms with movement that were self resolving. Additionally, it was noted that the medical doctor reported the patient had been outside therapeutic range on partial thromboplastin time, intermittently the last several days, reports pump not performing appropriately, patient decompensated and needed to be cannulated for hemodynamic support. The impella 5.5 was replaced with another 5.5 and the procedure was completed successfully. There was no patient harm.